Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) increased to 450 mg/dl. Customer changed cartridge and infusion set and resumed insulin to address the issue.